Event description:
The customer stated, that he was hospitalized two weeks ago, because insulin leaked from the reservoir, causing high blood glucose levels over 1000 mg/dl. The customer did not want to troubleshoot the product. He only wanted to have the reservoirs replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.